Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ gn had shield activation failure and needle separation. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The batch record was reviewed, no related abnormalities were found. A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the tip shield was connected to the adapter and the v-clip couldn't activate. Light application of pressure to the v-clip resulted in successful activation of the device. The root cause for this issue is a tilted v-clip that results from a fault in the design of the product. A corrective action has was implemented after the manufacture of this device that specifically address this issue. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd pegasus gn had shield activation failure and needle separation. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd pegasus¿ gn had shield activation failure and needle separation. There was no report of exposure, serious injury or medical intervention.